Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred during basal delivery and an occlusion alarm occurred. Customer removed and reattached cartridge to clear altitude alarm. To clear the occlusion alarm, customer disconnected infusion set tubing and "swung it around" and customer "smacked" their site. Customer experienced multiple low and high blood glucose levels (value not provided); customer declined to provide further information. Customer continued to use pump for insulin therapy.